Manufacturer narrative:
The device was repaired and returned to the customer.

Event description:
It was reported that the blade mount opening on the saw was chipped. This was discovered by an onsite service technician during a routine maintenance visit. There was no pt involvement or adverse consequences related to this event.